Event description:
The customer reported that displayed no valid endoscope connected involving an olympus bronchovideoscope. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
E1 field: establishment address: due to limitation of text characters added here: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.